Event description:
Device report from synthes (B)(4) reports an event in the (B)(6), as follows: this was a segmental defect + pectoralis major flap case that was completed in (B)(6) 2010 using the 2.0mm lock mandible plate. There were no problems; patient was scanned in (B)(6) 2013, as part of normal procedure and it showed on x-ray, that the plate had fractured. On (B)(6), the plate was removed, the area had fibrosed and the patient is pain free. The patient is now in palliative care, so no further treatment to be taken. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.